Event description:
It was reported that after a da vinci-assisted surgical procedure, the zero degree endoscope plus vision field is hazy. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The zero degree endoscope plus was analyzed and found the focus of endoscope was tested on a system or equivalent and found to fail the focus test. The endoscope failed focus at a working distance of all distances on left eye. The focus of endoscope was tested on a system or equivalent and found to fail the focus test. The endoscope failed focus at a working distance of all distances on right eye. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located at zone b in the middle 1/3 of the endoscope cable. The endoscope was visually inspected and found with mechanical damage to the scopes distal tip. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The distal window located at distal tip was visually inspected and found cracked. The endoscope was visually inspected and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The endoscope was visually inspected and found with distal tip contamination. The complaint regarding the vision field was hazy, was confirmed by failure analysis. The probable root cause is attributed to damage from mishandling/misuse, which may include an accidental drop of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing.